Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not hold. They kept popping off. The surgeon would put applier on vessel, press the trigger and when the trigger was released the clip would pop off the vessel. A new device was used to complete the procedure. No patient impact. No other details of the event provided.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.